Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported that she had an irritation under an electrode that was burning and bleeding. The patient did not seek medical attention. Follow-up indicated that the condition of the irritation was the same. The medical outcome of the irritation is unknown.